Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and abortion. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury/psychological or psychiatric problems condition:depression, mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psych injury/psychological or psychiatric problems condition:depression, mental anguish,"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding") and abdominal pain ("pain abdominal"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal). Aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events pain- pelvic/ abdominal, bleeding- menorrhagia (heavy menstrual bleeding), general abnormal bleeding and psych injury were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.